Event description:
Additional information received indicated that the patient had further inappropriate shocks. Programming changes were made. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed their implantable cardioverter defibrillator delivered multiple inappropriate high voltage shocks due to an incorrect interpretation of the signal. No changes were made.